Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) experienced ineffective stimulation. Diagnostic readings revealed high impedance readings. In addition, the lead was reportedly kinked. Subsequently, the patient underwent surgical intervention where the lead was removed.